Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 30 mg/dl when paramedics arrived. Customer stated that he was treating for high blood glucose with the insulin pump and manual injections as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.